Event description:
It was reported that the customer has constant low battery alerts. Customer went through a whole box of new batteries within the past 4 to 7 days. He inserted a brand new battery and only has one bar left. Alarm history showed low battery every day from (B)(6) to (B)(6) except for (B)(6). Customer does not wear the sensor and the feature is off. He does not perform excessive button pressing. Backlight is not used frequently. He does not do daily rewinds. The battery cap is being replaced. Blood glucose value is 104 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.